Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
A patient seeing the ¿replace generator¿ message was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg displayed the 'replace generator' message and now the ipg has become inoperable. Surgical intervention may be pending to address the issue.